Manufacturer narrative:
Trackwise ID#: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable connector has come apart. No patient involvement.

Manufacturer narrative:
Corrected section: h3 - changed to device discarded. Trackwise # (B)(4). This is a reusable OEM device; therefore, a lot/serial history review was not applicable. A lot/serial number was not provided for this device, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable connector has come apart. No patient involvement.